Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Juice was consumed to treat bg level. Reportedly, the customer attributed the bg level to be due to the settings being inaccurate for the customer. The customer consulted with healthcare provider regarding adjusting the pump settings.